Manufacturer narrative:
Reference record (B)(4) catalog number is the similar us list#. The international list number is unknown. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2019, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the patient developed a stoma site infection. Patient was treated with antibiotics amoxicillin, since it was not strong enough it was changed to another unknown antibiotics. Reporter stated the patient was hospitalized with unknown admission diagnosis and was also given another antibiotic for the infection. The reporter could not say for sure if the patient was admitted for the infection at the stoma site or other events such as uncontrolled tremors and inability to speak. The peg-j tube was planned to be removed on (B)(6) 2021 per patient request.